Event description:
The surgeon inserted a cq2015 three piece collamer lens. The lens trailing haptic tore from the lens optic upon insertion into the eye. The lens was removed without enlarging the incision. No suture was required. No patient injury.